Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they experienced issues when driving; stimulation would go down their toes and they wouldn't have control with their foot. They had mentioned it to their doctor, but didn't receive any direction other than to 'get used to it.' Troubleshooting included asking if they turned stimulation off prior to driving, as this is the recommendation. They stated that they did not turn stimulation off prior to driving.